Event description:
It was reported that physician is having an issue with their programmer saying the wand is not compatible with the patient's generator. Physician performed a hard reset on both tablet and wand as well as used a hardwire connection without success. Patient was successfully programmed with same programmer previously without issue. It was later discovered from quality engineering review of log data that the generator is incorrectly operating in bootloader mode. It was recommended to perform a generator reset as a last resort prior to referring patient for replacement surgery. The generator reset was unsuccessful and it was recommended that patient be referred for battery replacement. Device history records were reviewed and the device was seen to pass all functional and quality testing prior to distribution. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.